Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one needle 30 x 1/2 rb has been found with the needle piercing through the shield before use. The following has been provided by the initial reporter: it was reported that the needle did not have the cap on it. Per email: needle is outside the cap.

Event description:
It has been reported that one needle 30x1/2 rb has been found with the needle piercing through the shield before use. The following has been provided by the initial reporter: it was reported that the needle did not have the cap on it. Per email: needle is outside the cap.

Manufacturer narrative:
H.6. Investigation: one (1) photo was provided by the customer for investigation. The photo shows a needle hub assembly with the needle shield attached. There appears to be a second needle attached to the needle hub assembly which is sticking out from the needle shield. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. A mis-assembly at the cannulation operation can cause double cannula. A needle misses the hub and falls on to the adjacent needle on the rack. If the operator does not see it, the epoxy cures, and the second cannula sticks to the assembled needle. The dvt camera that inspects for epoxy may catch this defect if the defect is on the side facing the camera. It is essentially the responsibility of the assembly associate to monitor for these defects, correct the issue, and remove the affected needles.